Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death, respiratory tract irritation, kidney disease/toxicity, respiratory infections, and "other". The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer after three attempts were made to have components returned for evaluation and investigation. No other device information has been received at this time, however if additional information is received a supplemental/follow up will be sent.